Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported a leak at the clave secondary port on the cassette of the tubing set. No specific details were provided. No info was provided if the leak occurred during ro prior to pt use; however, there were no reports adverse patient effects and no reported delay of therapy. No medical interventions were reported. Though requested, no additional information was provided.